Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during an in-clinic follow-up, a pocket revision was scheduled after it was noted the device migrated. During the pre-operation device check, elevated capture threshold and loss of sensing were observed on the atrial lead. Lead dislodgement was observed under fluoroscopy. The lead was explanted and replaced. The patient was stable throughout the procedure.